Manufacturer narrative:
The investigation excluded reagent issues. The field service engineer (fse) inspected the module and found droplets in the cell rinse unit. He checked the rinse tubes and detergent and readjusted the cell rinse detergent volumes. He also verified the positions of the sample probe head, sponges, and spring cover. He confirmed that the assay and module were again performing within specifications. The investigation determined the event was caused by the overflowing of the cell detergent caused by the aging effects of the module. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine plus ver.2 (crep) result from one patient sample tested on the cobas 6000 c501 module. The initial result was reported outside of the laboratory. The physician asked for a rerun because the result was too low and differed from the patient history. The patient sample was rerun on the module and another c501. The initial result from the module was 0.08 mg/dl. The repeat result from the module was 7.20 mg/dl. The second repeat result from the other module was 7.23 mg/dl.

Manufacturer narrative:
The reagent lot number is 698290. The expiration date was requested but not provided. The investigation is ongoing.